Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the damaged component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Customer reported that she had to remove because they did not think it was delivering insulin correctly. The pod made a clicking noise while being filled. Her mg after activating the pod went to 405 before she removed the pod. She said the site was not bloody or wet, and the cannula was not bent or kinked. She said her bg came down overnight with the new pod.